Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1095 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1095 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, uterine fibroids, menometrorrhagia, menses irregular, abnormal uterine bleeding, allergy (penicillin and nickle), surgery (laparoscopic cholecystectomy in 2003 and then a suction dilation & curettage in 2005.), vaginal delivery (a 35-week vaginal delivery with her first child and then three full-term vaginal delivers and one voluntary interruption of pregnancy in 2005.), parity 1, multi gravida and obesity. Previously administered products included: spironolactone. On (B)(6) 2016, 705 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparotomy with total hysterectomy and bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.704 kg/sqm. [Colposcopy] in 2007: the patient underwent a colposcopy in 2007, which showed mild dysplasia, [hysterosalpingogram] on (B)(6) 2014: procedure: hysterosalpingogram indications: verify essure placement. Placed in (B)(6) 2014 by report. Findings: uterus: normal shape and contour. Right fallopian tube coil position: the position appears satisfactory although the obliquity of the uterus limited evaluation of a definite inner coil measurement from the comu. Occlusion: the fallopian tube is occluded. Left fallopian tube coil position: satisfactory placement.- the proximal end of the inner coil is in the fallopian tube, approximately 8 mm from the uterine cornu. Category 2. Occlusion: satisfactory occlusion the fallopian tube is occluded at the cornu (type 1). Conclusion: bilateral essure micro inserts in place: right: the fallopian tube is occluded. The placement appears satisfactory although an accurate measurement cannot be obtained given the obliquity of the uterus and cornu on the examination. Left: category 2 micro insert location; type 1 tubal occlusion. [Pathology test] (date unknown): surgical pathology report: pathologic diagnosis: a. Left fallopian tube: fallopian tube with paratubal cysts b. Right fallopian tube: unremarkable fallopian tube c. Uterus and cervix: cervix with squamous metaplasia and chronic cervicitis proliferative endometrium multiple leiomyomata and one adenomyoma. Clinical information: symptomatic uterine fibroid. [Ultrasound scan] on (B)(6) 2014: exam: transabdominal/transvaginal pelvic ultrasound indication: pelvic pain. Findings: lobulated fibroid uterus measures 9.8 x 6.9 x 8.8 cm. Normal thickness endometrium measures 3 mm. Fundal fibroid measuring 2.0 x2.0x 1.5 cm. Fibroid in the lower uterine segment measuring 2.0 x 3.2 x2.0 cm. Posterior fibroid measures 2.3 x 1.8 cm. No adnexal mass or free fluid in the pelvis. Bilateral ovaries within normal limits. Right ovary measures 2.1 x 1.3 x 1.3 cm. Left ovary measures 2.4 x 1.8 x 1.8 cm. Impression: lobulated fibroid uterus. Normal thickness endometrium. Bilateral ovaries within normal limits. No adnexal mass or free fluid in the pelvis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.